Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of allergic reaction, severe facial pain, numbness and tingling on the face, tongue, and in tragus in both ears, cheek swelling, a sinus infection, mild inflammation, burning, ¿possible delayed immune response," tenderness, and "eye sometimes feels like closing" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: ¿ treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Precautions: ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Healthcare professional reported approximately "a little over two months after injection" with 1 syringe of juvéderm voluma® xc in the cheeks, the patient noticed an "allergic reaction, severe facial pain, numbness and tingling on the face and tongue, cheek swelling, and a sinus infection." Patient was treated with valtrex and zithromax. Patient is also seeing an ent and a neurologist. Further follow up with the injecting office indicated patient had an MRI and CT scan performed. Results for the MRI confirmed right maxillary and ethmoid sinus infection; results for CT scan showed mild inflammation. Numbness and tingling were also noted in both ears in the tragus. Healthcare professional thinks symptoms were "probably not" related to the product, but elaborated that it could be a ¿possible delayed immune response¿ since symptoms were on both sides of face and the infection was only on the right. Patient was additionally treated with clindamycin for the sinus infection; treatment was considered effective. Patient's right cheek is still tender, but improving. Patient's left eye "sometimes feels like closing and burning;" left "chelar angle," jawline, and cheek are "burning," but decreasing in frequency. Swelling has also decreased; no redness was observed.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. No deviation in connection with this complaint were recorded. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported approximately "a little over two months after injection" with 1 syringe of juvéderm voluma® xc in the cheeks, the patient noticed an "allergic reaction, severe facial pain, numbness and tingling on the face and tongue, cheek swelling, and a sinus infection." Patient was treated with valtrex and zithromax. Patient is also seeing an ent and a neurologist. Further follow up with the injecting office indicated patient had an MRI and CT scan performed. Results for the MRI confirmed right maxillary and ethmoid sinus infection; results for CT scan showed mild inflammation. Numbness and tingling were also noted in both ears in the tragus. Healthcare professional thinks symptoms were "probably not" related to the product, but elaborated that it could be a ¿possible delayed immune response¿ since symptoms were on both sides of face and the infection was only on the right. Patient was additionally treated with clindamycin for the sinus infection; treatment was considered effective. Patient's right cheek is still tender, but improving. Patient's left eye "sometimes feels like closing and burning;" left "chelar angle," jawline, and cheek are "burning," but decreasing in frequency. Swelling has also decreased; no redness was observed.